Manufacturer narrative:
(B)(4). Results and conclusions summation: product performance engineering reviewed the incident info. Balloon ruptures can be affected by numerous factors. Since the device was initially pressurized twice without difficulty and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. Reportedly, the lesion was mildly tortuous and mildly calcified, which likely contributed to the difficulties experienced. In this instance, although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: balloon rupture. Reporting rationale: balloon rupture is likely to cause of contribute to pt injury. Device issue: balloon rupture. It was reported that during a procedure on a mildly tortuous, mildly calcified, concentric lesion in the distal circumflex artery, after pre-dilating with the 2.5 x 15 mm voyager nc, another company's 2.5 x 20 mm stent was delivered and implanted. Then, the voyager nc was delivered again, and the lesion was post-dilated. However, it ruptured at 17 atm; it was the third inflation in total. The physician then used another company's balloon and the procedure was completed successfully. There was no reported pt effect. There is no add'l info available.